Event description:
An ortho clinical diagnostics technical support scientist became aware of an unexpected positive vitros (B)(4) test result produced for a patient sample when using a vitros eci immunodiagnostic system. The sample ((B)(6)) produced a negative (B)(4) test result when repeated using a validation kit lot indicating the sample is most likely (B)(4). Sample ID (B)(6), result (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. The false positive vitros (B)(4) test result was not reported to a clinician and no allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined a vitros (B)(4) non-reproducible, (B)(6) result was obtained from a single patient sample tested on a vitros eci immunodiagnostics system. Root cause for the event could not be determined; however, the possibility that an unexpected vitros (B)(4) reagent performance had contributed to the result could not be ruled out. The performance of the vitros system used to perform the testing was not assessed, therefore, unexpected vitros eci immunodiagnostic system performance could not be ruled out as a contributing factor.